Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. Proximal aortic neck diameter was 19mm, with a length of 15 mm and 60 degree angulation. The diameter of the right internal iliac artery was 12 mm, and the diameter of the left internal iliac artery was 13 mm. The minimum diameter of the right external iliac artery ranged from 6-10 mm, and the diameter of the left external iliac ranged from 5-8 mm. It was reported that the physician attempted to visualize blood flow near the aneurysm. A pigtail catheter was used in concert with contrast agent to visualize the length of the renal arteries, and although contrast was seen at the proximal end of the renal arteries, no contrast was seen at the distal ends. The pigtail catheter was then placed inside the aneurysm, and contrast was seen to move slowly to the iliac arteries. The stent grafts were then placed, with the bifurcate placed to extend into the right iliac, and the contralateral limb placed in the left iliac. Angiography after placement showed no endoleak, but no contrast was seen to flow through the renal arteries. This result was unchanged since before the procedure. The physician infused 1 ml of urinokase per minute for 15 minutes into both renal arteries, followed by angiography with contrast. The situation was not resolved. On the following day, the patient had expired. The physician said that the stent graft was not the direct cause of death. Though angiography was taken before complete the operation, it seemed to be unable to confirm blood flow into both celiac artery and superior mesenteric artery (sma). Further treatment was abandoned and the patient was admitted to the ICU. The next day, the patient expired in the ICU. The physician said that the stent graft was not the direct cause of death. The physician stated that the patient had a deterioration of cardiac function during the procedure, but it was unrelated to the stent grafts. The rep had an appointment with the physician. The physician stated that the patient had a deterioration of cardiac function during the procedure, but it was unrelated to the stent grafts. The doctor did not mention the patient death.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, renal complications). Patient¿s condition affected effectiveness of device (deterioration of cardiac function, vessel occlusion). Evaluation conclusion: known inherent risk of a procedure (death, renal complications). Device failure/lack of effectiveness related to patient condition (deterioration of cardiac function, vessel occlusion).